Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (load step malfunction) issue. Reportedly, the pump did not detect the cartridge during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/19/2013 with the following findings: during investigation, a load step malfunction was verified in the black box. The black box also recorded several loss of prime warning following occlusion. There were several attempts to prime while occluded. During testing, the rewind, load, and prime steps were performed with no loss of prime. The force sensor calibration was found to be within specifications. The load step malfunction was confirmed the in history but was not able to reproduce during investigation. Unrelated the complaint, evaluation revealed a cracked battery compartment. The battery compartment and cap threads were intact and no moisture was observed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.